Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy due to oversensing. It was also noted that elevated pacing thresholds and high, out of range, pacing lead impedance measurements were observed. Isometrics and pocket manipulation were able to reproduce artifact. Lead was extracted and replaced. Patient was stable post-procedure.